Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion and the balloon burst when it was inflated at 20 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. Microscope inspection revealed that there was contrast in the inflation lumen and the loosely folded balloon, and blood in the guidewire lumen. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion and the balloon burst when it was inflated at 20 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.